Event description:
It was reported that the light source was not working due to a burned-out halogen bulb. The issue was identified during reprocessing, and there were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like: electrical/electrical component; open circuit; short circuit; signal loss; loss of power; power fluctuations; power source problems. Material problems like degradation. Mechanical problems like stress; deformation; fatigue; mechanical shock; vibration; wear and tear. These causes can occur between components such as power supply; circuit board; sensor; pressure sensor; power cord; connector/ coupler; fuse; power switch; and socket without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.